Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is cracked. Contact stated that they did not know how it became damaged, but it has gotten worse since the first crack in (B)(6) 2016. Reportedly, the pump is still functional. There was no impact to the customer¿s blood glucose. The customer would continue use of the current pump for therapy.